Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had impedance issue on electrode 8 and 9 at over 4k ohms, prior to implant replacement on nov. 10th. No symptoms were reported. It was reported that while programming the manufacturer representative was getting out of regulation. Rep said he started getting oor from 2-2.8 ma. Rep wanted to know why he was still able to increase stimulation. Technical services(ts) reviewed with rep that system will allow the increase but the pulse being delivered will be at what the system was capable of delivering, not necessarily at the level that rep saw on the tablet. No symptoms were reported. Additional information was received from a manufacturer representative (rep) stating the devices were discarded after the replacement. The cause of the high impedances could not be determined. Patient said she had some falls. This was confirmed with the physician. Additional information was received stating that the cause of the oor was due to high impedances on those contacts. No factors led to the issue. The doctor programmed around those contacts and the issue was resolved. This was confirmed by the physician.